Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 300 mg/dl range with a low level of ketones. The contact changed the supplies to the pump to address the bg level; the low level of ketones were resolved. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.